Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was not detected. The field service engineer (fse) replaced the tray, which corrected the problem. For drawer 5, the row board cable at the rear was reseated, restoring functionality. All pockets, trays, and cubies were removed, and debris underneath trays was cleaned. Contact points for the row board cable, trays, and pockets were cleaned thoroughly. These actions resolved the detection issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.